Event description:
During the planing of the biopsy, the doctor tried to register the frame, but the upper left marker always jumped onto the pin and from the pin to the finger of this pin. After the pin disappeared on the slices, the marker stayed a bit in the black area and found the correct position again.

Manufacturer narrative:
Investigation of the data log files from the subject event indicated that the reported event was caused by the occurrence of a software bug.